Event description:
A caller reported that a pump malfunction had occurred, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer, who was using the pump without warranty, reported at least three similar incidents but had not reset the pump within the last 24 hours. Technical support assisted the caller in resetting the pump, which resolved the issue.